Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and found an o2 range error. The fio2 was calibrated and the blender was adjusted. The unit was tested and found to be meeting all manufacturer specifications.

Event description:
The customer stated that while on a patient the ventilator went "vent inop" and had both audible and visual alarms present. The patient was placed on a back-up vent and there was no harm at the time of the incident.